Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during an egd (esophagogastroduodenoscopy) procedure performed in 2009. According to the complainant, during the procedure, while retrieving a specimen, the forceps are "tearing vs. Biting the specimen". The procedure was completed with the same radial jaw 4 single use biopsy forceps large capacity. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine. At about one month later, received additional information from the complainant. According the nurse manager, the physician felt that "the larger bites taken with the rj4 are tearing rather than biting". Although no bleeding or complications were reported as a result of this event, the pt was kept in the ICU for observation purposes for a possible perforation. Additional attempts have been made to determine pt's current condition, however no additional information has been received to date.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.